Event description:
Spoke to (B) (4) on 10/02/2009 regarding this user facility medwatch (ufm). She said that she gave permission to the manager to release the device on 03/23/2009. Unsure what happened with the device after that. She was not aware of another report being submitted for this event. The sales rep at the time of the event, is no longer with ees. However, obtained her phone number as she is still helping with the transition of the new sales rep. Spoke to sales rep on 10/05/2009 and she agreed that this was a new event. However, she did not have any more event info on the device.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. The batch record was reviewed and no anomalies were noted during the manufacturing process.